Manufacturer narrative:
An event regarding a fracture involving an abgii standard broach was reported. The event was confirmed. The (B)(4) concluded that the product broke in reverse bending fatigue (medial to lateral direction) with the final fracture occurring from an overload condition in a ductile manner. No material or manufacturing defects were observed during this analysis. A review of the event by a clinical consultant indicates that: the rasp is made of ti-al-v alloy consistent with the (B)(4) specification and such an alloy is a very biocompatible material, also used for implants or other products to be used in the human body. The biomechanical effects may be different depending upon the location of the metal piece. If such a condition of metal-metal contact might exist, it may be advisable to monitor the patient for some time to observe the potential development of osteolysis in the device stem tip area. Otherwise, the clinical consequences most probably can be regarded as benign without clinical adverse effects to be expected all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The investigation concluded that the product fracture was caused by reverse bending fatigue with the final fracture occurring from an overload condition. There were no patient x-rays provided to determine the location of the tip. It was reported that there were no adverse consequences and the procedure was completed successfully.

Event description:
The (B)(4) distributor reported that when the rasp was removed, the tip of the rasp remained in situ. No further details have been provided. (B)(4) have requested that tekno surgical obtain further details regarding the reported event from the hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The (B)(4) distributor reported that when the rasp was removed, the tip of the rasp remained in situ. No further details have been provided. (B)(4) have requested that (B)(6) surgical obtain further details regarding the reported event from the hospital.